Event description:
Customer's brother in law reported that customer passed away on (B)(6) 2014. Customer passed out in his house and fell on the floor. He was taken to the hospital and had low potassium and fluctuating blood glucose. Customer was on dialysis. The insulin pump was removed from customer when he got to the hospital. Customer was off the device for five days in the hospital before his passing. Customer's last blood glucose was unknown. The cause of death is unknown because there is no death certificate as of yet. The device is being returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).